Event description:
It was reported that patient experienced an infection (unknown type) at the pocket site of their implantable neurostimulator (ins) with specific symptoms of erosion, drainage, and incisional wound opening noted. The decision was then made to remove the entire ins system. No cultures were taken and antibiotic treatment was necessary for the infection issue. Follow up information reported that the patient was reported as doing fine immediately after the explant of the device system. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4)